Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a motor error alarm, as well as a weak battery alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, weak battery, battery out limit, low battery or failed battery test alarms noted. The pump passed the rewind, basic occlusion and displacement tests. The pump was unable to prime during the prime test due to a faulty force sensor. No motor error or no delivery alarms were noted. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case at the display window corner, and a cracked reservoir tube lip.